Manufacturer narrative:
Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol), model dib00, the tip of the inserter cracked as the lens was being delivered. A replacement lens of the same model and diopter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noticed the affected eye (right eye) was inadvertently not included in the initial medwatch report. The following section have been updated accordingly. Section b5: the affected eye was the patient's right eye. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: (B)(6) 2026 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received coated in viscoelastic residue. The lens was cleaned and no issues were identified. No handpiece was received for evaluation. The complaint issue "dc-cartridge tip cracked/damaged" could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.